Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that bruising/hematoma and pain are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a tortuous, severely angulated, completely occluded distal left main artery and ostial left coronary artery (lcx). Non-csi balloons were used before orbital atherectomy to create a channel. Nine low-speed retrograde treatments were performed. Post orbital atherectomy, hematoma was observed in the proximal lcx. Intravascular ultrasound (ivus) confirmed intramural hematoma contained within the vessel wall. The patient began to experience chest pain with st changes. Echocardiogram (echo) was performed, which showed no pericardial effusion. A stent was placed in the lcx, however, the patient continued to experience chest pain with st changes. Balloon angioplasty was performed followed by intravascular lithotripsy (ivl) and 30 pulses were delivered. A stent was placed in the lm, but the chest pain continued. Plain old balloon angioplasty (poba) was used, and the chest pain began to subside. The patient was sent to the critical care unit (ccu). The patient began to have severe pain and st changes again within an hour. Angiographic imaging showed irregularity on the proximal edge of the lm stent. Balloon angioplasty and an additional stent was used to overlap the previous stent placed and cover the lm. A stent was placed in the marginal branch and the pain resolved, and the st returned to baseline. Analgesics, nitrates, and percutaneous coronary intervention were used in the marginal branch. The patient was in stable condition.